Manufacturer narrative:
(B)(4). The device was received with a staple between the jaws. Testing found a short on the device when the jaws were closed, causing a replace light to illuminate. The staple embedded on the electrode created electrode to jaw contact which caused an electrical short and the replace device warning to illuminate preventing rf power delivery from the generator. This could have affected the sealing performance of the device.

Manufacturer narrative:
(B)(4). Additional analysis performed. Additional analysis performed: the device was received with a staple between the jaws. Testing found a short on the device when the jaws were closed, causing a replace light to illuminate. The staple was removed from the jaws and the device worked as intended. Therefore, the staple embedded on the electrode created electrode to jaw electrical short and resulted in the replace device warning to illuminate, preventing rf power delivery from the generator. This could have affected the sealing performance of the device.

Event description:
It was reported that during a laparoscopic distal pancreatectomy procedure the surgeon tried to stop the bleeding on the staple line with the device and hit a staple. The device yellow replace light did not illuminate nor did it seal properly at that time. The device would time out after 25 seconds. The surgeon placed clips on the staple line and then continued with a new device to complete the procedure. There was no patient consequence reported. (B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.